Manufacturer narrative:
Continuation of d10: product ID ID-1-5 (lot: unknown); implant date n/a; explant date n/a; product ID ID-1-5 (lot: unknown); implant date n/a; explant date n/a; product ID qc-4-10-3d (230064598); implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that there was axium coil non-detachment. The patient was undergoing surgery for treatment of a saccular, ruptured internal carotid artery (ica) bifurcation branch aneurysm with a max diameter of 6 mm and a 3.5 mm neck diameter. It was noted the patient's blood flow was normal and vessel tortuosity was severe. It was reported that the physician attempted to detach both coils using ID-1-5 instant detacher multiple times. Coil did not detach. Physician used the back up method and broke the wire and pulled the suture and both coils still did not detach. The suture stretched in both cases. The physician then pulled harder and more aggressively and the coils finally released. There was coil non-detachment. The physician attempted to detach the coil with the instant detacher 3 times and an additional 3 times with a second instant detacher. There were two manual attempts at detachment via hypotube. There was no issue with the instant detacher. No patient symptoms or further complications were reported as a result of this event. The device and any accessories were prepared as indicated in the IFU. Ancillary devices include a benchmark bmk6f105, sl10 m00316890, aristotle 14 a14-200-001.